Event description:
On (b)(6), 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a Maxcore device. During the procedure, upon activation of the firing button, the outer sheath failed to advance, preventing tissue collection. It was further reported that the outer needle failed to release from the primed position when fired. The procedure was subsequently completed using an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.